Event description:
It was reported that the patient with this inflatable penile prosthesis experienced discomfort. The reservoir of this device was herniated. The reservoir was removed and replaced on contra lateral side. No further patient complications were reported.